Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experienced e238 scope communication error and image fault. The event happened during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of head unit, pressing the focus switch does not make the image sharper (and error e238 appears). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.